Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance was able to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mid right coronary artery. Resistance was felt during advancement of the guide wire to the lesion. After the failed attempt to cross, resistance was also felt during retraction when extracting the guide wire from the guiding catheter; however, after being retracted, the distal tip of the guide wire was observed to be damaged, resembling a ball of wool. Another non-abbott guide wire was used in an attempt to cross the lesion; however, after multiple attempts was unsuccessful. No further treatment was attempted. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.